Manufacturer narrative:
(B)(4). A portion of the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead exhibited pacing impedance measurements greater than 2000 ohms, shock impedance measurements greater than 200 ohms, loss of capture, and no sensing. The patient indicated that they had a sports accident prior to the onset of the clinical observations. As a result, the device was deactivated until the revision could be performed. It was indicated this patient was not pacemaker dependent and no cardiac arrhythmia occurred since the last follow-up. No adverse patient effects were reported.

Event description:
--

Event description:
Subsequent information was received that the patient was playing football and broken two ribs. The next routine follow-up revealed high shock and pacing impedance measurements, no sensing and high threshold measurements. As a result, a revision was scheduled. During the revision, the lead was fractured beneath the header of the device. A portion of the lead was extracted and the remaining portion of the lead was surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The proximal segment of the lead was returned measuring approximately 325mm. The tip segment of the lead was not returned. There was insulation damage noted through all three lumens along with webbing damage between all three lumens 313-325mm from the terminal pin. All three conductors were fractured at this point as well. Due to the location and type of damage this was likely the result of entrapment in the clavicle/first-rib region.

Manufacturer narrative:
(B)(4). A revision procedure has been scheduled. This investigation will be updated should further information be provided.